Manufacturer narrative:
Sample device was initially indicated as being available for return. Requests for the return of the device was made on 12/19/2019, 1/14/2020, 1/21/2020. As of the time of this report, the customer has not yet replied to the requests. Without the sample device or images of the device, the customer complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed.

Manufacturer narrative:
Argon medical had requested the return of the sample device for evaluation since complainant indicated that it was available for return. Argon has not received it from the complainant as of the time of this report. Argon will continue to request for the return of the device and a follow-up report will be provided when additional information is available. Expected date of report will be 2/4/2020.

Event description:
PICC line site ++ dried blood. Drsg changed. As cleaned site of blood noticed line leaking cracked. Fellow (md) xx notified. She removed line. Piv inserted for n therapy. Dr. (B)(6) notified as well. Grm. 16577.